Event description:
The following complaint was reported: failure of irrigation was noted in use.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The reporter states that when the medical staff connected the administration fluid to the irrigation port of the foley catheters, the function of the irrigation failed. That was, no fluid came out from the tip of the foley catheter. Follow up contact has been made to determine if the product was used on a patient. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.